Event description:
The complainant reported that the device experienced suction, and the patient was scheduled to receive a blood transfusion due to a hemoglobin level of six. The plan was to attempt increasing the performance level once the transfusion was completed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.